Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). During troubleshooting, the ccc specialist learned that there were no other discordant results on other patient samples. A siemens headquarters support center (hsc) specialist evaluated the instrument data, which indicated that not enough sample had been aspirated for the test. The hsc specialist made recommendations for sample handling to prevent samples from containing cellular material or micro clots, which can impact sample aspiration. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low total bilirubin (tbil) result was obtained on one neonatal patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument and resulted higher. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low tbil result.